Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(4), 2010. According to the complainant, during the procedure, it was reported that the nurse went to deploy the clip and the nurse did not push the thumb ring away from the slider, so the clip did not correctly disengage from the catheter, causing the clip to prematurely deploy and fall into the patient's stomach. The physician attempted to retrieve the clip unsuccessfully although, it was reported that there were no concerns leaving the clip inside the patient. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, it was reported that the nurse went to deploy the clip and the nurse did not push the thumb ring away from the slider, so the clip did not correctly disengage from the catheter, causing the clip to prematurely deploy and fall into the patient's stomach. The physician attempted to retrieve the clip unsuccessfully although, it was reported that there were no concerns leaving the clip inside the patient. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Corrected data: procedure/event date is (B)(6), 2010.